Event description:
Shortly after implantation of my mentor cohesive silicone implants, I had begun feeling tired, irritable with anxiety and lack of concentration. I had gone to my md at the time and after running labs, said everything was fine (my tsh) was slightly off but no big deal. A year later, and my symptoms had gotten worse. We had switched insurance and in the (B)(6) of 2016, I was finally diagnosed with hashimoto's. This disease is very hereditary and yet no one in my family, even three generations back, have ever had this disease. I am otherwise a very healthy individual, so this doesn't make sense after my implants I have a reaction and problems.